Event description:
Feed bag are purchased from dme for gtube kids and alike. The person affected is a 1.5 year old who requires a gtube for feeding difficulties, dysphagia, risk of altered nutrition, acid reflux, and mild acidosis. Tube feeding can include feeding while the child is sleeping, sometimes there is no choice due to lack of nutrition or prevent dehydration. This tubing can wrap around the child's neck. Last night 7/1 I went to check on my child and the tubing was wrapped around her neck and her chest twice. There was no give. She likely could of lost her life. It left a red mark around her neck that disappeared by morning. This is not the first time but the most severe time. To the point: it is a known problem that the feeding tube causes issues where it is wrapped around a childs neck or limb while sleeping. FDA has mentioned this itself in prior posts. It is talked about in feeding tube parent groups, it is mentioned in reviews of diy products, it is why there is a whole store of products on etsy to cater to various tubie family needs. There is nothing to help with these long cords while sleeping. This needs to be fixed. This needs to be talked about. Not even in our many hospitals stays do the nurses route anything or do anything special. Hospitals do not even have anything, but at least they have oxygen monitoring. I shouldnt have to choose between keeping my child fed and hydrated or death. At the very least providers should be spreading awareness and the expectation medical families pay out of pocket for some etsy find hoping it saves their child is not ok! Please investigate. Etsy product and reviews: https://www.etsy.com/shop/mywondergear?ref=shop-header-name&listing_ID=4526129013& from_page=listing#items facebook group with mentions: "(B)(6)" / product details: with enfit® connector.